Event description:
Patient experience three superficial burns on her right anterior superior iliac when the light source cord became disconnected from the cystoscope and burned through the drape. The patient was treated with bacitracin and a tegaderm.